Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut off due to insufficient power. Reportedly, when the pump was turned back on, the battery gauge jumped from 2% to 100%. The customer's blood glucose level was 105 - 240 (mg/dl). The customer reported the alert had not reoccurred after charging the pump. Reportedly the customer would continue to use the pump for insulin therapy.